Manufacturer narrative:
Device evaluation summary: the implant was returned for evaluation and no apparent damage was observed during visual inspection. A foreign material measuring approximately 1 cm was returned in a separate container along with device and could not recreate failure mode. An additional analysis was performed to identify the chemical composition of the material and it revealed it is principally composed of polyethylene-base material. No related complaints have been reported for this lot number. According to manufacturing investigation, all manufacturing areas where the shell or device is exposed to the environment is a controlled manufacturing environment. Mentor has established procedures to ensure environmental control is maintained, intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. There are inspections at various stages of the manufacturing process, to evaluate for foreign particles or other types of defects, however these types of inspections are human based and therefore have opportunity for an item to not be detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:na manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor memorygel, 535cc silicone breast implants which upon removal of the implant, it appeared there was some free floating plastic in the sterile box with the implant. They opened the 3rd implant. No delay in surgery, no patient contact or adverse event reported.